Event description:
It was reported that the patient underwent a transurethral resection of the prostate on (B)(6) 2026. During the surgery, the patient required the use of a disposable sterile foley catheter. When the medical staff were performing the catheter insertion, they found that the catheter's water injection port was blocked, affecting the patient's treatment. It was immediately replaced, and when used again, the above issue did not occur. Further observation was ongoing.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.